Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd lord's ¿ syringe plunger rod was difficult to move during injection. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1/2cc, 8mm syringe. Customer states that even drawing the plunger, it was moved by vacuum. The returned syringe was tested and was not able to draw properly. The sample was then wired and the wire was not able to pass through the cannula, which indicates that there is an adhesive clog in the cannula. A review of the device history record was completed for batch# 7352819. All inspections and challenges were performed per the applicable operations qc specifications. There were five (5) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive clog). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Possible root cause: during manufacturing of a given batch, each needle assembly passes through two (2) different lumen blows which are designed to clear the pathway of adhesive or lubricant, to ensure no clogs are created. Additionally, a clog camera does 100% inspection of parts as they pass through the station, which verifies that light is able to pass through the cannula, generally indicating it is free of particulates or clogs. For the returned sample, while light was able to pass through the cannula, the adhesive at the end of the cannula appears to blocking the pathway enough to inhibit either gauge wire or free-flow of air through the syringe. This was possibly a transfer problem at the cannulator, whereby a cannula falls loose onto the table causing the next hub to receive a larger amount of adhesive which may in turn create a run over into that hub at which time a clog could occur. The adhesive nozzle or flow is not set right.

Event description:
It was reported that bd lord's ¿ syringe plunger rod was difficult to move during injection. No serious injury or medical intervention was reported.